Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and fallopian tube perforation ("the medial most end of the inner coil of the essure device was 1 cm beyond the cornual aspect of the uterus and was perforating the tubal muscularis") in an adult female patient who had essure (batch no. 858523,r68933) inserted for female sterilisation. Other product or product use issues identified: device physical property issue "the isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices". The patient's past medical history included gestational hypertension in (B)(6)2007, spontaneous abortion in (B)(6) and c-section on (B)(6)2012. Concomitant products included carvedilol. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgically removed essure implant) and surgery (surgically removed essure implant). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Essure devices placed bilaterally with 2-3 coils visualized on each side. Pt tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received: reporter and patient demographic added. The following events were provided: fallopian tube perforation, device shape alteration.product lot number 858523 added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("the medial most end of the inner coil of the essure device was 1 cm beyond the cornual aspect of the uterus and was perforating the tubal muscularis"), ectopic pregnancy with contraceptive device ("pregnancy / ectopic pregnancy with miscarriage") and abortion of ectopic pregnancy ("ectopic pregnancy with miscarriage") in a 32-year-old female patient who had essure (batch no. 858523-inv,r68933-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices" and device ineffective "device ineffective". The patient's past medical history included gestational hypertension in 2007, spontaneous abortion in 2005, c-section on (B)(6) 2012, multigravida and parity 3 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2012). Concomitant products included carvedilol. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced emotional disorder ("hormonal changes describe: emotions changed one minute to the next"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / very heavy and abnormal menstrual cycles"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2017, 4 years 11 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("ovarian pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgically removed essure implant) and surgery (surgically removed essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, emotional disorder, vaginal haemorrhage, menorrhagia, fatigue, weight increased, alopecia, nausea, dysmenorrhoea, abdominal pain and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, abortion of ectopic pregnancy, adnexa uteri pain, alopecia, dysmenorrhoea, ectopic pregnancy with contraceptive device, emotional disorder, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Essure devices placed bilaterally with 2-3 coils visualized on each side. Pt tolerated procedure well. Current weight 195 lbs. She did not experience any complications of your unintended pregnancy or delivery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-sep-2018: events- "hormonal changes describe: emotions changed one minute to the next, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pregnancy / ectopic pregnancy with miscarriage, device ineffective, fatigue, weight gain, hair loss, nausea, dysmenorrhea (cramping), abdominal pain, ovarian pain", reporter, historical condition added from pfs. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and fallopian tube perforation ("the medial most end of the inner coil of the essure device was 1 cm beyond the cornual aspect of the uterus and was perforating the tubal muscularis") in an adult female patient who had essure (batch no. 858523-inv,r68933-inv) inserted for female sterilisation. Other product or product use issues identified: device physical property issue "the isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices". The patient's past medical history included gestational hypertension in (B)(6) 2007, spontaneous abortion in 2005 and c-section on (B)(6) 2012. Concomitant products included carvedilol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgically removed essure implant) and surgery (surgically removed essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Essure devices placed bilaterally with 2-3 coils visualized on each side. Pt tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgically removed essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.